Event description:
After a firing of a staples were malformed and some were stuck in the reload. The knife did not cut.

Manufacturer narrative:
At this time no evaluation could be performed, since the device has not been returned.